Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 370.8 mg/dl at the time of the incident. The customer also reported that the compromised force sensor system occurred during priming. The customer was advised that the discontinue use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs due to loose/protruded drive support disk. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window.